Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter had a line through the display. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a week ago. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise, however, the patient denied taking any action in response to the product issue. According to the csr¿s documentation, approximately three to four days prior to contacting lfs the patient claimed she developed symptoms of dizziness and sweating as a result of the alleged issue; the patient, however, denied receiving any form of medical intervention after the reported meter issue began. At the time of troubleshooting, the csr verified the patient was not using the product for the first time and there was no misuse of the subject meter. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.